Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram memory needs to be replaced. The customer will have a third party repair the system.